Manufacturer narrative:
Integra has completed their internal investigation on june 26, 2017. Results: evaluation of returned device; reported failure was confirmed; during investigation it was observed that the handpiece reached 10% amplitude due to faulty transducer serial number (B)(4); however, the root cause of the transducer failure was not provided by the service centre. DHR review; no anomalies that could be associated with the complaint incident were observed. Complaints history; a minimum of 12 months¿ using the following key words ¿amplitude issue ¿ ultrasonic output issue¿ and ¿faulty transducer¿ in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 23-june-2016 to 23-june-2017. A total of 341 complaints were reviewed of which 69 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded complaint incident is the 69th complaint for the handpiece c2602 with the root cause identified as a faulty transducer manufactured at integra. Conclusion: root cause determined: faulty transducer. Future complaints will be continued to be monitored and trended.

Event description:
The patient (age and gender not provided) was to undergo brain tumor surgery. It was reported that the user was unable to control the amplitude of the device. The patient was already under anesthesia. There was no patient injury. Surgery was delayed by around 60 minutes. A second unit was used to complete the surgery.